Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use and a fracture posteriorly portion of the medial condyle. Fragment was not returned. Gouge marks and dents were noted which is indicative of repeated use. The device history records were reviewed and discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Returned but not yet evaluated.

Event description:
It has been reported that the provisional is fractured.